Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: no devices or photos were rec'd; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as perf the surgical technique. A definitive root cause cannot be determined with the info provided. The part and lot numbers are unk; therefore the device history records could not be reviewed. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.